Manufacturer narrative:
E1: (B)(6). E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic polypegs procedure, the gastrointestinal videoscope had a burn mark on the distal end. The device was inside the patient during sedation using the same device. There were no reports of patient harm.